Manufacturer narrative:
(B)(4). Batch # r93a80. Investigation summary: the handpiece was received disassembled and the nose cone was detached not returned with the device. Since we have not all handpiece components were returned, we were unable to investigate further the reported issues. No functional testing could be performed due to the condition of the returned device. The end cap was disassembled to inspect remaining components and the moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. No conclusion can be made as to how the nose cone got detached. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the rep that the hand piece completely disassembled upon insertion to harmonic device. The silver hand piece is cracked and completely open. The golden ring/washer assembly was not returned and the bolt was exposed." There were no patient consequences reported.